Event description:
Customer reported that her blood glucose was 56 mg/dl. Customer stated that her insulin pump buttons were not working correctly. Customer stated that it was alarming button error and he was unable to clear the alarm. Customer stated that the insulin pump screen is crack and sweat got in it when she was at the gym. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
There was no button error alarm noted. The up arrow button did not respond due to moisture damage on keypad trace. There was no moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).